Manufacturer narrative:
(B)(4). The device history review for the product weck vista optical port 5-10mmx100mm ridged lot#: 73f1700043 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Pieces of the trocar fell in the patient during the procedure. The pieces were removed.

Manufacturer narrative:
(B)(4). The customer returned one unit 405910r weckvista optical port 5-10mmx100mm ridged for investigation. Two loose pieces of material were also returned. The returned sample was visually examined with and without magnification. Visual examination of the actual sample revealed that the device appears used as there is biological material present on the device. No damages were observed to the device. The two loose pieces are thin and flimsy. However, according to r & d engineer, it does not appear that the pieces came from the port. Reference file (B)(4) for investigation photos. A corrective action was not required at this time as no damage to the device was observed. The loose pieces that were returned do not belong to the device. It could not be determined where the loose pieces came from. The reported complaint of "fell apart during use" was not confirmed based upon the sample received. The actual sample was returned with two loose pieces of thin, flimsy material. There were no damages observed on the returned device. The loose pieces did not fall off of the device. It could not be determined where the loose pieces came from. The device history record review showed no evidence to other remarks: suggest a manufacturing related cause. No further action will be taken.

Event description:
A piece of the trocar fell in the patient during the procedure. The pieces were removed.